Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. No product was returned. Investigation team was unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. No root cause could determine since the complaint could not be confirmed since no samples or pictures were received for evaluation. No corrective actions are required since the complaint could not be confirmed since no samples or pictures were received for evaluation. Initial reporter that sent reports is unknown this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that there was bruising at the infusion site, no intervention was noted. No medical or surgical intervention was reported.